Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been inspected. Follow-up data from (B)(6) 2021 documented the battery status eos. Further data analysis indicated an invalid memory content most likely as a result of a battery depletion. However, based on the information available for analysis the root cause for the clinical observation was not determinable and can only be clarified by an analysis of the device itself. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
It was reported that the device was explanted due to eos status approx. 76 months after the implantation. The explantation took place without biotronik support. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.